Manufacturer narrative:
Product complaint # (B)(4). Complainant part is not expected to be returned for manufacturer review/ investigation. Reporter is a j&j sales representative. The investigation could not be completed, no conclusion could be drawn at the time of filing this report. The product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device history lot: sterile: part # 441.445s, lot # 6l83915, release to warehouse date: mar 26, 2020, expiration date: march 01, 2030, supplier: (B)(4). Non-sterile part: part number: 441.445, lot number: 46p2596 , manufacturing site: (B)(4), release to warehouse: march 18, 2020. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances or manufacturing irregularities were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent for an open reduction internal fixation surgery for fracture of distal end of left tibia. The surgery was completed successfully without any surgical delay. Since the implants in question are still in the patient's body, no investigation on the implants is required. No further information is available. This complaint involves (11) devices. This report is for (1) 3.5mm ti lcp(tm) anterolateral distal tibia pl 9 holes/left. This report is 1 of 11 for (B)(4).